Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported that he suddenly passed out and woke up to find himself on the floor and couldn't get up. The patient stated he couldn't recall if his dexcom was functioning as intended or not during this event. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient had already regained consciousness. The patient could not recall any other details involving ems other than being transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and admitted to the ICU. The patient¿s omnipod insulin pump and sensor were removed. The patient was treated with an IV insulin drip. The patient stated his hospital stay was extended to approximately one month due to a uti and ¿other underlying conditions¿ that were not disclosed. The patient was discharged on approximately (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported that he suddenly passed out and woke up to find himself on the floor and couldn¿t get up. The patient stated he couldn¿t recall if his dexcom was functioning as intended or not during this event. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient had already regained consciousness. The patient could not recall any other details involving ems other than being transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and admitted to the ICU. The patient¿s omnipod insulin pump and sensor were removed. The patient was treated with an IV insulin drip. The patient stated his hospital stay was extended to approximately one month due to a uti and ¿other underlying conditions¿ that were not disclosed. The patient was discharged on approximately (B)(6) 2025. The patient was ¿fine¿ at the time of report. The root cause of the customer¿s experience was undetermined. No data was found for the dates surrounding the reported event. No additional event or patient information is available.